Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. The report comes from dr. (B)(6) at (B)(6) concerning the 11 fr terumo sheath manufactured by: (B)(6). During a cardiomems implant procedure, once femoral access was gained, an inferior vena cava (ivc) filter was noticed by the hospital staff. A long sheath was not available to pass the ivc filter. The physician changed to internal jugular access using an 11 fr terumo sheath. Once internal jugular access was gained, the wire lost slack and placement. This led to the delivery catheter continuing down the vena cava and getting stuck in the ivc filter. The physician was able to remove delivery catheter and sensor from ivc filter with no harm to the ivc filter, sensor/delivery catheter, and patient. The surgeon removed the delivery catheter from the sheath to confirm the sensor was still together and tethered. All looked well. The delivery catheter was flushed and cleaned; a new sheath was introduced as well (11 fr terumo). The physician deployed the sensor in the target location successfully. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).